Manufacturer narrative:
The manifold was replaced. Flow meter orientation was corrected. Wires were reoriented. Tank seals were replaced. Circulation pump tubing was replaced. Serviced circulation pump (motor sn: (B)(6), mixing pump (motor sn: (B)(6), replaced the evaporator outlet tube, replaced the double-bend tube, replaced the 230v heater (lot#: 1413 with lot#: 2512), replaced the drain valves and replaced the manifold o-rings. The arctic sun was functionally tested for compliance with manufacturer specifications. An electrical safety test and ctu calibration were performed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per review of smx work order chatter comments, from the beginning, the issue was with the control panel of an arctic sun device. They had already replaced the control panel in this instrument. However, during calibration with the ctu, they encountered error 94 (heater test- element 4 failure). Then after, the suggestion the instrument was required to be sent to the us for further assessment and repair. Per follow up information updated from wo on 06jun2025, the as5000 was received in good overall condition and functions normally. A successful calibration was performed during assessment, with no errors. Per sample evaluation results received via task on 13jun2025, it was reported that the manifold fill port was broken or deformed. Flow meter was cocked to the side. During repair, it was found that the wire harnesses were oriented in a way that would cause damage servicing. The tank seals were worn or torn. The circulation pump tubing was expanded. Per follow up information received via task on 22sep2025, the arctic sun was repaired and returned to customer but was showing the current password issue.